Manufacturer narrative:
(B)(4). Manufacturer: foreign-(B)(4). Concomitant medical products: part: 113053, lot: 341940, versa-dial 50x21x57 hum head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Product not returned.

Event description:
It was reported that the patient underwent primary shoulder replacement on (B)(6) 2018. Subsequently, the patient underwent a revision procedure due to failed rotator cuff. The surgeon stated the reason for revision is failed subscapularis. The humeral head and glenoid component were removed. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.